Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist dialed into the station and confirmed that the ip address was set to dyanmic host configuartion protocol (dhcp). The station was communicating. There has been no further email or reply from the customer. The system functioned as intended when the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was currently configured with a static ip address and needed to be changed to a dynamic ip address. The user also reported experienced connectivity issues with the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.